Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.

Event description:
(B)(6) contacted bayer regarding a customer in (B)(6) who was using a contour link meter and a medtronic insulin pump. The customer tested his glucose one evening and rec'd a reading of 12.1 mmol/l. A few mins after testing his glucose, the customer began to experience muscle cramps which is common when his blood glucose is low. The customer's wife gave him milk and honey in order to raise his blood glucose. No other info was provided about the event. The customer's test strips are to be returned for eval. Replacement test strips and a new meter were given to the customer.